Manufacturer narrative:
Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Visual inspection found a semi-radial balloon tear and a kinked intermediate shaft. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat the proximal lad. During inflation at 10 atm, the balloon ruptured. The balloon was removed over the wire in one piece and the procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted because a semi-radial balloon tear was confirmed during the returned product analysis. There is a potential for harm if the malfunction were to occur.